Event description:
On (B) (6) 2009, the patient's husband reported the patient's insulin infusion device is not beeping as loudly as her previous device. He stated, he has the volume turned to the maximum level. The device was not available for troubleshooting. The husband called back the same day and stated, he had tried a new battery as suggested but the volume is still low at the maximum level. He stated, the device has not been dropped or exposed to water. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.